Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) review if not possible, as no mfg lot number has been provided by the complainant.

Event description:
A nurse called ms&s because she wanted to know if we sell the obturator for bard button as a separate item. A physician wants one to help remove an 18fr, 2.4cm bard button. The button has been in place for 7 years and the removal process is difficult. The physician tried a "small rod type device" to try to remove it, but this did not work. We do not sell the obturator as a separate item. Described the methods for removal: traction, endoscopy, and surgical, ms&s emailed the IFU.